Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 44 mg/dl, 54 mg/dl, and 70 mg/dl (emt's meter) and 88 mg/dl (aviva meter). Return of the suspect device was requested for evaluation.